Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Based on the photographic evidence provided, the side rail panel (plastic part) was fully detached from the side rail mechanism (the screws holding the side rail panel to the side rail mechanism were pulled out). The clinical engineering (customer representative) informed that the side rail could be damaged by the staff or the patient by pulling on them with a lot of force. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. "The caregiver should always aid patient in exiting the bed." Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. It is unknown if the device was in use when the issue occurred. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that a head section moved unintended . It was claimed that the e300 error code was displayed on the control panel, the head section raised by itself.